Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone directional atherectomy device during a procedure for the treatment of the distal right common iliac artery. The calcified lesion exhibited severe calcification and 75% stenosis. The artery diameter was reported as 8 mm and lesion length was reported as 10 mm. A 7f sheath and .014 guidewire were used during procedure. Embolic protection was not used. The vessel was pre and post dilated. The IFU was not followed. It was reported that, prior to the procedure, the physician and the company sales representative discussed the use of the hawkone device in the iliac arteries. The company sales representative informed the physician that this device was not indicated for use in the iliac vessel conveyed reservations while outlining the possibility of a perforation occurring. The physician informed the company sales representative that it was his intention to treat this lesion in the external iliac with the hawkone device despite expressed reservations. Prior to the procedure, the physician made sure that covered stents were available. It was reported that vessel damage/injury, perforation, hemorrhage/bleed occurred during the procedure. A covered stent was placed to try to cover the perforation but bleeding was still observed. A vascular surgeon was consulted who performed an emergency procedure in the cardiac cath lab(ccl). The patient coded, was revived and was then transported to or for emergency surgery. It is reported that the patient expired following surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.